Manufacturer narrative:
These devices are used for treatment not diagnosis. Pending investigation. H11. Corrected data -h7 & h9 - the femoral component is not a recalled device.

Event description:
Update -revision operative report of (B)(6) 2023 postoperative diagnosis: aseptic loosening of right femoral component/premature wear of right poly liner. The patient was revised to exactech devices. No evidence of gross purulence or tissue necrosis, visual inspection revealed severe synovitic changes consistent with polyethene wear disease. The femoral component was grossly loose. Patellar component- well-fixed without evidence of macroscopic wear. Poly demonstrated advanced asymmetric wear involving primarily the medial portion of the component with extensive pitting and delamination. The tibial component demonstrated mild osteolysis surrounding the outer margins of the implant; it was found to be well fixed. The patient was awakened from anesthesia and transferred to her hospital bed and taken to recovery in stable condition. No additional information.

Event description:
It was reported that a 64 yo female patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2023, approximately 8 years post the initial procedure due to instability and osteolysis. The poly and femur were revised. There were no surgical delays or device breakages. The patient was last known to be in stable condition following the event. No device returns anticipated due to the recall. X-rays and photo images were provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm- recall device. 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. 200-02-32 - three peg patella 32mm 3944817. 200-02-32 - three peg patella 32mm 3944847. 204-34-02 - fluted stem extension 25l x 14 mm. 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and instability and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and instability could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.